Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked in the compartment. The customer¿s blood glucose level was 12 mmol/l. Customer stated the reservoir leaked in the compartment which caused the pump to stop working. The customer was assisted with troubleshooting. Customer states the location of the leak is in the reservoir compartment. The customer was advised to send replacement. The product will be returned for analysis.